Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump displayed malfunction code and could not be reset by customer, with no notable events occurring before issue. There was no reported adverse impact to the customer's blood glucose level. Customer received pump reset instructions from technical support, was assisted in attempting reset but reported being unable to complete process at that time and planned to call back later. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.